Manufacturer narrative:
Reference number (B)(4). Catalog number is the us list number. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient was taking omeprazole for an ulcer in his stomach, near the tubing. In (B)(6) 2022, the peg tube was removed as the patient continued to experience pain. He was no longer taking duodopa.